Event description:
Penile implant pump malfunction, would not inflate, required surgical removal and reimplantation of new pump. Implanted at another facility 4 yrs ago and explanted at reporting facility 5/8/96.